Event description:
PICC line was flushing and drawing back blood throughout shift however noticed patient's right arm was more swollen and noticed it was leaking. PICC removed. PICC flushed after removal and note secondary lumen to be fractured.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation due to the patient having an infectious disease. No photos were taken. A review of the manufacturing records was not possible because the lot number was not provided. A 100% leak test is performed during the manufacturing process of this device family. This test is capable of detecting lumen holes/tears in the lumen that could lead to a malfunction. The device was implanted for 7 days prior to the reported incident. Without sufficient information and an evaluation of the actual device involved the failure mode could not be confirmed and a definitive root cause could not be determined. The instructions for use (IFU) contain the following warnings and precautions:warning: do not flush against resistance. Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.